Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. The customer alleged the pump did not deliver a bolus. Tandem technical support reviewed the pump logs and found that no bolus was attempted; the pump functioned as intended. A manual injection was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.